Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a follow-up, varied in hv lead impedances measurements were observed. The lead was explanted and replaced. The patient was stable after the procedure.